Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the catheter was placed and there was no wave form. Another 110-4l was opened and placed and it worked satisfactorily. The reporter's follow up email reported that there were no adverse consequences for the pt.